Manufacturer narrative:
(B)(4) 2015 10:58 am (gmt-5:00) added by (B)(4): lhr: a lot history record review was completed for lots 25116225, 25116562 and 25117110 the last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 rubber was falling off the tip of the device and the tunnel was smokier than it should be. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 rubber was falling off the tip of the device and the tunnel was smokier than it should be. A replacement device was used to complete the procedure. The hospital did not report any patient effects.